Manufacturer narrative:
Upon disassembly for visual inspection it was noted that the flex assembly on the motor cartridge was damaged.

Event description:
It was reported that during a procedure at the user facility the core impaction drill started smoking where the cord connects. The procedure was completed successfully using back-up equipment with no delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility the core impaction drill started smoking where the cord connects. The procedure was completed successfully using back-up equipment with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.